Manufacturer narrative:
(B)(4). The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. In regards to this event, the IFU states that the device is indicated for pts with an infrarenal aortic neck segment at least 15mm in length. The pt's short proximal neck likely contributed to the reported endoleak. The event will be trended as moderate harm because of prolonged hospitalization (minor). At this time, there is no indication that a design or process induced failure of the device resulted in the endoleak. The physician determined at a later date that the endoleaks were resolved. We will notify the appropriate (B)(4) personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable for aaa repair since proximal neck was 10mm. After stent grafts placement, confirmatory angiography revealed a proximal type I endoleak. A pta catheter maxild was used to expand the grafts again. The endoleak flow was changed after the ballooning. Angiography from other angle was performed, and the physician thought there was possibility that a type iii was also caused. Then the junction part was occluded and angiography was performed, however, the endoleak thought to be type iii was not resolved. The physician also considered a distal type I endoleak, but angiography showed there was no endoleak from the distal site. The proximal site was occluded and another angiography was performed, and the physician thought the proximal type I, type ii, type IV endoleak (1820334-2010-00556) was caused. The endoleaks were not resolved, but the physician decided to take follow up observation. Additional info was provided on (B)(4) 2010. It was confirmed that the endoleaks were resolved. Images were requested, but not provided.